Manufacturer narrative:
Corrected information: no eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Eval code method, results and conclusion: generator still in use and facility not returning for investigation. (B)(4).

Event description:
While tonsil tip was being used the surgeon complained that the tonsil tip was wearing out and the tip was not rigid enough to control. The doctor felt the lack of control of the tip caused unintended thermal damage to the surrounding tissue. During the adenoid portion of the procedure the plastic housing of the adenoid tip melted. No patient impact or injury.